Event description:
The port was placed via the left subclavian vein on 1/22/97. The port was reported to have worked well from the time of insertion until 7/10/97. At that time, one lumen of the port became unusable. Urokinase was unsuccessfully used to declot the port. The port was removed 7/14/97.